Event description:
It was reported that stem was loose, replaced with restoration broach body. Replaced cup liner with 32td-system12.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown #2 premise stem. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that stem was loose, replaced with restoration broach body. Replaced cup liner with 32td-system12.

Manufacturer narrative:
An event regarding stem loosening involving an unknown #2 premise stem was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.